Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. Low bg cause was not known. The customer¿s spouse called emergency medical services (ems) and received third party assistance. Ems administered dextrose and transported the customer to the hospital on (B)(6) 2025. The customer was treated with intravenous therapy (IV) of fluids of saline to address bg. The customer was released on (B)(6) 2025 with the issue resolved and the customer had some bruises because of the incident, however there was no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.